Manufacturer narrative:
The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device via a 14fr sheath, after a portico valve procedure. Reportedly, during the procedure psycho-motor agitation of the patient occurred with self-removal of the femoral introducer causing a laceration of the common femoral artery and failure of the prostar xl to achieve hemostasis. Hemorrhagic shock occurred. Temporary hemostasis was achieved with an armada 8 x 40 mm balloon. A blood transfusion was given and complete hemostasis was achieved with stent placement in the common femoral artery. A day post procedure, it was noted that the patient was in complete heart block as a result of the valve procedure and a pacemaker was implanted. It was also noted that the patient had sustained an acute kidney injury due to the blood loss and saline solution was given to treat the issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects of hemorrhage, shock, renal fail and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.